Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the breath indicator was not functional on the pneupac ventilators parapac. In addition, the face plate was broken. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one pneupac parapac ventilator was received for investigation in used condition, with damage to its faceplate. The face plate damage indicates the device had been dropped. Upon visual inspection, it was noted that the enclosure and battery holder were also damaged. An initial check was performed in an attempt to replicate failure mode. The breathing led illuminated during the power on sequence proving it was operative, but it did not come on during the functional check. The breathing led was an intermittent failure. Based on the investigation and testing, the customer reported complaint was confirmed. After a replacement of interface board, the breathing led became fully functional. Additionally, the device failed high pressure alarm check and an air entrainment check as the manometer needle did not rise toward 80 cmh2o. The device also failed a frequency check and tidal volume check. Once parts were replaced on the device and the controls were adjusted, the device was able to pass all functional tests. The problem source identified for the reported event stated that the device was "well over due for preventive maintenance/and or calibration."